Event description:
Pt with 2 intracranial aneurysms after presenting with arm numbness in 2003. In 2003, the pt underwent clipping of aca aneurysm. When examined in 2004 prior to this procedure, pt was neurologically correct. During procedure, pt underwent introduction of the catheter and a biplane digital subtraction angiography showed optimal profile of left sca aneurysm. Using roadmapping visualization, a 3.5 mm and 20 mm neuroform stent was deployed across the opening of the aneurysm. Using a guidant catheter, a 1.9 fr microcatheter and a 0.014" guidewire were advanced into the aneurysm. A 3mm x 4 cm cordis tru-fill coil was advanced through the microcatheter into the aneurysm. The majority of the coil was advanced successfully, but with continued advancement a loop was noted to be outside of the lumen of the aneurysm. This suggested a perforation of the aneurysm, and dsa through the guidant catehter demonstrated contrast extravasation. At this time, 50mg of intravenous protamine was infused and the pt's bp was controlled using cardene. The coil was advanced and detached. Three subsequent cordis 2 mm x 2 cm coils were advanced and detached. Immediate and 30 minute delayed angiography was performed through the guidant catheter demonstrating stable occlusion of the aneurysm. The nerroform stent position remains stable with no evidence of intraluminal filling defects. Following the procedure, the pt remains in the ICU due to concerns of vasospasm, but has been extubated. Pt appears to be neurologically intact but physician(s) will wait for evaluation of speech to make final determination. At the present time, there does not appear to be definite evidence of long-term disability. Physician impression: 1)guide catheter and microcatheter related vasopasm. 2) successful 100% occlusion/embolization of left sca with above cordis coils., 3) during placement of the first coil, it was noted that one loop was extraluminal suggesting a perforation of the aneurysm.